Event description:
It was reported that during the procedure the cylinder did not work during testing step of the procedure, the cylinder did not inflate. The procedure was completed using this device. The patient was stable following the procedure.